Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). (B)(4). Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome; postlaminectomy pain and spinal pain. The patient reported that they a sciatic nerve that is pinched. The patient that they don not know if it is therapy related. The patient reported that they had an x-ray and it did not show anything. The patient reported that he was told no to go through metal detectors, but the security said he can go ahead and walk through.